Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer was using fiasp within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump. The customer reverted to manual injections for insulin therapy.